Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch. The clinic will continue to monitor the lead. The patient¿s condition remained stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".